Event description:
Per the clinic, the device was explanted on august 04, 2022 due to discomfort at implant site. There are no plans to reimplant the patient with a new device as of the date of this report.